Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge septum leaked. Reportedly, the leak occurred with multiple cartridges. The customer's blood glucose (bg) level was 247 mg/dl. The bg level was addressed by the customer changing the cartridge, increasing the temporary basal rate, and resuming insulin delivery.